Manufacturer narrative:
Device was used for treatment, not diagnosis. Event description continued: this is report 1 of 1 for (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
During a surgery on (B)(6) 2013, while inserting a 2.7mm cortex screw with a 2.5mm hex screwdriver, the surgeon was having difficulty advancing the screw. He then reversed direction in an attempt to remove the screw, and the screw snapped in half. He was able to remove the head of the screw and the part attached to it. Surgeon used the screw removal set to try to remove the other half of the screw. He reamed over the screw with a hollow reamer and then used an extraction bolt to remove the fragment, and the screw broke again. The surgeon reamed again and used a second extraction bolt and the screw snapped for a third time. The screw fragment was left in the patient and the surgery continued. The final fixation was as intended. Screw tip fragment was not retrieved and remains implanted. Surgery delayed 20 minutes but successfully completed.

Manufacturer narrative:
The device was received and an manufacturing evaluation was performed. The evaluation report states that the screw tip is broken off otherwise it is in good condition. The length of the screw could not be verified because the tip of the screw is broken. The material, major diameter and head diameter of the screws is confirmed to be within specification. This complaint is indeterminate from a manufacturing stand point.(B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. (B)(4) the most likely cause for this complaint was excessively hard bone due to the age of the patient. Therefore, this complaint is invalid from a design perspective.